Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the device, outer seal seemed to be broken as an ultrasonic device was activated suddenly and when the device was removed from the patient via a trocar with being activated on and off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did any piece of the seal fall into the patient?---no. If so how was the pieces retrieved from the patient? ---na. Did the retrieval of the pieces altar the procedure in any way? ---na.